Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to report that charging the ins was very finicky, and it took them a long time to get a charging session started. They said they had only been able to charge the ins to 100% one time. They had not had to use the communicator at all because the device was helping their symptoms. The patient said they were able to feel the ins through the skin, and could feel all four sides. Repositioning the recharger on all four sides of the ins was reviewed. During the call the patient saw codes 4100 and 1707. They were able to start and maintain a charging session. They said the recharger "feels like fire." They had a t-shirt between the recharger and skin. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.